Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported receiving sensor scans of 400 mg/dl and subsequently experienced a loss of consciousness. The emergency services were called and a blood glucose result of 34 mg/dl was obtained and the customer was taken to the hospital. At the hospital, a scan of 127 mg/dl was received compared to a laboratory result of 70 mg/dl. When the results plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The customer was hospitalized and received unknown treatment for the reported issue. No further details were reported as the customer refused to provide additional information. There was no report of death or permanent impairment associated with this event.